Manufacturer narrative:
Results of investigation: a polarstem stem lat with ti/ha 4 non cem was found to be fractured after patient was examined by x rays. The returned devices (an oxinium head and a fractured polarstem stem), were examined by visual inspection, sem (scanning electron microscope) examination and edx (energy dispersive x ray) analysis. Scratch damage was observed in the skirt region of the head. The bearing surface of the head appears intact. Both fracture surfaces (distal and proximal) show macroscopic features of fatigue. The conclusion of the examinations is that the fracture of the stem was caused by fatigue crack initiation and subsequent propagation. The fatigue crack initiation site was located on the superior side of the stem neck. A review of the device history records/batch records show that there were no deviations in the manufacturing process. The patient was reported to have fallen three weeks before the fracture was found. It is possible that the fatigue fracture occurred as a result of this fall. Additionally, it is not clear whether the stem was damaged during surgery. As a result, the root cause of this fatigue fracture remains undetermined. At this time no further investigations are planned. The devices will be sent back to the cantonal hospital aarau.

Event description:
It was reported that the polarstem was found broken after patient was examined by x-rays. The patient fell 2-3 weeks before stem breakage was noticed and was symptom free until that date.

Event description:
It was reported that the polarstem was found broken after patient was examined thru x-rays.